Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer was admitted to the hospital with hyperglycemia of above 30.0 mmol/l and ketones of 4. It is unknown what type of treatment was provided. The customer believes the insulin delivery of the infusion device is inaccurate. The alleged product was requested for evaluation.

Manufacturer narrative:
PMA 510(k): while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Roche diabetes care does not have reporting responsibility for the accu-chek insight cartridge, however during an investigation it was confirmed that a not centered needle hole in the septum can contribute a leakage and therefore the complaint is verified.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.